Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged copd (new or worsening) problems. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacture observed a white dust like contaminate on the exterior and interior of the iso port (international organization of standardization), exterior and interior of the top enclosure, center enclosure, blower, heater plate, heater plate spring, and the interior of the bottom enclosure. White hairlike/fibers on the humidifier lid seal and the heater plate. A brown unknown contaminates on the exterior of the humidifier lid and the heater plate spring. A dark unknown contaminates on the humidifier lid seal, interior of the water tank, and the inlet of the blower box. Liquid spots consistent with liquid ingress on the interior of the humidifier lid, humidifier lid seal, water tank, exterior and interior of the water tank pan, exterior and interior of the top enclosure, exterior and interior of the iso port, blower, interior of the blower box, heater plate, the interior of the bottom enclosure, and the pca. Potential thermal damage to the interior of the ui bezel, iso port, and pca (affected areas of the pca are u4, q3, d21, vr1, r153, r198 and the surrounding areas). Potential rust/corrosion on multiple areas of the pca. Using the power supply and power cord returned with the device, manufacture was not able to confirm the device powers on and provides airflow with the tubing and heater plate heating up due to potential thermal damage to the pca. Due to the potential thermal damage to the pca, manufacture could not retrieve the error logs or the care orchestrator data. Pil technician used a known good pca, and a known good ui bezel (user interface) and was able to confirm airflow with heater plate and heated tubing getting warm. Manufacture was not able to confirm the complaint of service required message, due to the device not powering on.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging service required message on a ds2adv auto CPAP device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacture observed a white dust like contaminate on the exterior and interior of the iso port (international organization of standardization), exterior and interior of the top enclosure, center enclosure, blower, heater plate, heater plate spring, and the interior of the bottom enclosure. White hairlike/fibers on the humidifier lid seal and the heater plate. A brown unknown contaminates on the exterior of the humidifier lid and the heater plate spring. A dark unknown contaminates on the humidifier lid seal, interior of the water tank, and the inlet of the blower box. Liquid spots consistent with liquid ingress on the interior of the humidifier lid, humidifier lid seal, water tank, exterior and interior of the water tank pan, exterior and interior of the top enclosure, exterior and interior of the iso port, blower, interior of the blower box, heater plate, the interior of the bottom enclosure, and the pca. Potential thermal damage to the interior of the ui bezel, iso port, and pca (affected areas of the pca are u4, q3, d21, vr1, r153, r198 and the surrounding areas). Potential rust/corrosion on multiple areas of the pca. Using the power supply and power cord returned with the device, manufacture was not able to confirm the device powers on and provides airflow with the tubing and heater plate heating up due to potential thermal damage to the pca. Due to the potential thermal damage to the pca, manufacture could not retrieve the error logs or the care orchestrator data. Pil technician used a known good pca, and a known good ui bezel (user interface) and was able to confirm airflow with heater plate and heated tubing getting warm. The manufacture was not able to confirm the complaint of service required message, due to the device not powering on. Additionally, the device was scrapped. In this report, "describe event or problem" and box d, h has been updated/corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
In the previous report, the manufacture missed to capture the allegation in box -b and updated in this report: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged service required. There was no medical intervention required by the patient.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box h. The following correction has been updated in this report. In box h: labeled for single use? Has been corrected.